Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) results generated by the access 2 instrument for three (3) patients. Patient a: two samples from this patient gave accu tni results in the range of 0.01ng/ml -0.25ng/ml, and a result of 0.20ng/ml was reported out of the lab. A 3rd sample from this patient was tested and an initial result of 0.57ng/ml was obtained and 0.12ng/ml upon repeat. On the next day, a 4th sample was collected and accu tni results were in the range of 0.12ng/ml - 8.05ng/ml. The 4th sample was tested by a different methodology and troponin results were 0.00ng/ml. A 5th sample tested on the access 2 instrument gave results in the range of 0.13ng/ml - 0.14ng/ml. Different methodology result was 0.01ng/ml. Patient b: accu tni results were in the range of 0.02ng/ml - 1.43ng/ml. Patient c: accu tni results were in the range of 0.28ng/ml - 2.05ng/ml. The sample was tested by a different methodology and troponin result of 0.39ng/ml was obtained. To date, no report of death, injury or change to patient treatment has been received to bci.

Manufacturer narrative:
The specimens were serum, collected in bd plastic separator tubes and centrifuged at 3,500 rpm for 10 minutes at room temperature. Per customer, the samples were normal in appearance. The specimens were tested from the primary tubes. The customer stated to customer technical service (cts) that the lab had been experiencing qc imprecision in the last month. A system check performed in 2008 passed specifications; however, one parameter was increased from previous system checks. The system check was done two days later, and met specifications. Per customer, no errors were posted to the event log. A field service engineer (fse) was dispatched: prior to arriving on onsite, the fse had the customer perform a ten replicate precision run with the low accu tni control, and they obtained one significantly elevated result. The fse inspected the instrument and replaced several hardware components. The fse performed necessary alignments on incubator belt and wash carousel and cleaned wash wheel and incubator track. The fse conducted a diagnostic testing and all results passed. The fse verified repair per established procedures and results met published performance specifications. Although fse addressed hardware issues, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.